Event description:
Customer reported an rh mistype on the galileo. A donor typed as unexpected positive in the weak_d assay. The donor is historically o, rh negative. Manual tube testing using gamma-clone anti-d (monoclonal blend), lot dmb60-2; anti-d (monoclonal blend) series 4, lot 504689 and anti-d (monoclonal blend) series 5, lot 505545 produced negative results.

Manufacturer narrative:
Images were downloaded from the customer's instrument and reviewed. The sample appeared positive. Customer sent sample for investigation testing. Weak_d testing was performed on an in-house galileo with in-house donor samples and customer's sample using anti-d series 4, lot 504689. All in-house donor samples typed as expected; the customer's sample typed as rh negative. Manual weak d testing by solid phase was performed using anti-d series 4, lot 504689 and anti-d (monoclonal blend), lot dmb60-2. Customer's sample was negative in all testing. Tube testing was performed with retention anti-d series 4, lot 504689, anti-d series 5, lot 505545, and anti-d (monoclonal blend), lot dmb60-2 using reagent red cells of various rh phenotypes, including weak d cells. The expected reactivity was observed in all testing. The customer's sample was tested using a variety of manufacturer's anti-d reagents, including retention anti-d series 4, lot 504689, anti-d series 5, lot 505545, and anti-d (monoclonal blend), lot dmb60-2. Sample was nonreactive with all anti-d reagents tested.